Event description:
It was reported that a balloon rupture occured. The 100% stenosed target lesion was located in a severely calcified and moderately tortuous unspecified vessel below the knee. The physician attempted to cross the lesion with four different non bsc guide wires utilizing an anterograde technique but all failed to cross the lesion. After a non bsc guide wire successfully crossed the lesion, a 1.5mm x 20mm x 142cm coyote es balloon catheter was then advanced for dilation, however, the balloon ruptured at 14 atmospheres on the first inflation. The device was then exchanged with a 15x15mm non bsc balloon catheter and additional dilation with a 2x15mm non bsc balloon catheter was made. The procedure was completed. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).